Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event and subsequently expired. Furthermore, it was alleged that the event was caused by the product administered during dialysis treatment.

Manufacturer narrative:
(B)(4) was used for the cardiovascular event as there is no other code that best describes a cardiovascular event. This is one of two device reports associated with this event.